Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was loss of high voltage therapy due to device programming. Technical support was contacted and recommended reprogramming to more accurately discriminate for ventricular arrhythmias, which was performed to resolve the event. The patient was stable and there were no adverse consequences.